Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing low blood glucose symptoms and test with a blood glucose level of 58 mg/dl; was able to self-treat. Caller alleges pump changed basal rate on its own. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.